Event description:
The connection tubing for medrad injector syringes would not connect with patient IV. Switched with extra tubing in supply cabinet which did work with patient IV. Was able to then continue with CT with contrast study.